Event description:
It was reported a 21 mm sjm (B)(4) valve was explanted due to degeneration of the bioprosthesis with severe stenosis. The valve was replaced with this 21 mm sjm epic valve. The patient died 3 months later and the cause of death is unknown. Additional information has been requested.